Event description:
The customer contact reported an operator error resulting in a patient receiving more medication than intended. The patient was receiving end of life palliative treatment. The device was programmed in the dose calculation mode to deliver dilaudid 0.1mg/ml at a rate of 4.5ml/hr and vtbi (volume to be infused) of 45ml and the delivery was started. After an unspecified length of time, the nurse noted the entire 45ml of dilaudid had been delivered. The nurse noted the device displayed a rate of 45ml/hr instead of the intended rate of 4.5ml/hr. The patient had "decreased respirations." The physician was notified. The dilaudid therapy was discontinued and the patient was treated with an unspecified dose of narcan. The device was not removed from clinical service. Therapy was resumed at an unspecified time later using the same device. The customer contact stated that the pt "recovered" from the event. After a review of the device programming, the nurse noted the concentration of the dilaudid had been programmed as 1mg/ml instead of the intended 0.1mg/ml. It was reported the nurse used a drug library that was equipped with a 1mg/ml concentration for dilaudid (as assigned to the ccu), instead of 0.1mg/ml concentration (as assigned to the cardiac ccu). Although requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. (B) (4). (B) (4).